Event description:
It was reported there was telemetry failure and noise. Sudden power failure was also reported with the analyzer. The programmer, programmer rf (radio-frequency) head, and analyzer were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and the reported phenomenon of telemetry failure and noise was confirmed and the link electronic module (lem) board was replaced. Analysis also found the stylus connector was loose so the stylus was replaced and calibrated. Product ID 2067l radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A 2067l programmer rf (radio-frequency) head, a 2290 pacing system analyzer. (B)(4).

Event description:
It was reported there was telemetry failure and noise. Sudden power failure was also reported with the analyzer. The programmer, programmer rf (radio-frequency) head, and analyzer were returned for repair. No patient complications were reported as a result of this event.